Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the his and atrial leads failed during the implant procedure. The patient will be schedule for another implant procedure. No patient complications have been reported as a result of this event.